Event description:
It was reported that during the implant procedure the physician tried positioning the lead several times in the ventricle. After several attempts the lead's helix could not be extended with the specified number of rotations. The lead was then extracted from the patient, the tip washed, and the lead was tried for another helix extension/retraction outside the body. At this time the helix could be extended but could not be retracted smoothly. The physician then decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant. It was also noted that the lead was returned with the helix stretched. However, the helix was able to be extended and retracted within specification. The helix length out of specification due to helix pulled/stretched/overstress/extrinsic. (B)(4).